Manufacturer narrative:
The field service engineer (fse) found the probe rinse block leaking diluent during probe rinse. The fse replaced the rinse block and cycled multiple samples with no further issues. The repair was verified per established procedures. The root cause of the leak was attributed to a defective rinse block. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to, wearing protective eye wear, gloves, and suitable laboratory attire when operating or maintaining this instrument or any other automated laboratory analyzer. (B)(4).

Event description:
A customer contacted beckman coulter, inc. (Bec) to report observing clear fluid on top of cell control vials after the sample was cycled under closed vial mode on the coulter ac-t diff 2 analyzer. There was no report that patient samples or results were affected by the leak. The customer was wearing personal protective equipment (ppe) consisting of gloves and lab coat at the time of the incident. No injuries occurred and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds. There was no death, injury or change to patient treatment as a result of this incident.